Event description:
Medtronic received a report that a solitaire stent encountered resistance during delivery in the middle section of the catheter. It was reported that the pushing resistance in the microcatheter was large and it could not be pushed to the lesion site. The vessel was not tortuous. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Additional information received reported that the vessel tortuosity was not applicable. The patient did not experience any symptoms related to the resistance. The patient¿s baseline (tici, nihss etc.) Was unknown. The patient¿s post-thrombectomy condition (tici, nihss, etc.) Was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.